Event description:
Customer complained that the stirrup had fallen off of the calf support.

Manufacturer narrative:
The technician determined that the calf support stirrup had fallen off of the bed. The technician replaced a missing pin on the calf support, which resolved the problem. The equipment is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.